Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the bolus button, up arrow and down arrow keypad buttons were intermittently unresponsive and required several presses to elicit a response. The patient reportedly wears the pump on the waist or in a pocket and does not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was torn at the down arrow key and the audio bolus button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the up arrow and down arrow keypad buttons were intermittently unresponsive and the audio bolus button was difficult to press. There was evidence of keypad contamination found under all key contacts.